Manufacturer narrative:
The reported event of wire or stylet could not be inserted was confirmed in the laboratory. A complete lead was returned for analysis in two pieces. Resistance was noted at the connector region when the lead was tested using a guidewire. The visual examination found fibrous foreign material within the inner coil at the connector region. The cause of the reported event of stylet could not be inserted was due to the presence of fibrous material possibly introduced during the surgical procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the device upgrade procedure, physician connected the lead to the existing device and tried to advance it further into the device. All parameters were within limit. Physician wanted to place the lead further distal into the device. New extra support wire was used to advance the lead. But physician was unable to advance a wire through the lead. Many different wires were used but they would get stuck very proximal in the lead. The physician could not advance a stylet or a wire through the lead. The physician cut the lead at distal occluded area to slit the outer sheath off and inserted the wire successfully. The lead was replaced with other lead and new device. The patient did not have any adverse consequences. The patient was stable before, during and after the procedure.